Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was later returned post-explant without additional information.

Manufacturer narrative:
Concomitant medical products: 6996sq58 lead implanted on: (B)(6) 2007; 5076-52 lead implanted on (B)(6) 2007; 419488 lead implanted on (B)(6) 2007; 672625 adaptor implanted on (B)(6)2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.